Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner and implanted with a component having a shelf age of greater than 2 years. The revision reported was likely the result of a combination of both patient-related conditions and the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation.

Manufacturer narrative:
*The following sections have corrected information: h6.

Event description:
It was reported that the patient presented for an inspection of the hip prosthesis implanted in 2019. The x-ray control showed a clear decentering of the prosthetic head and unusually large osteolysis in the acetabulum as a sign of inlay wear. This could be verified when the inlay was changed on (B)(6), 2023 to a vitd-hardened, specially approved inlay (novation xle +5mm lateralized liner group 2, 36mm ID ref 146-36-52, sn (B)(6)). As part of the replacement operation, in addition to replacing the inlay, the firm integrity of the socket was determined, the cysts in the socket were cured and sealed using allogeneic spongiosa, and the head of the prosthesis was replaced. The explants are currently in the laboratory practice in osnabruck (rostocker str. 5-7, 49124 georgsmarienhutte, tel.: 05401-33910) for microbiological examination using sonication.

Manufacturer narrative:
Section h10: (h3) pending evaluation.